Event description:
Attempts for the product return found that the explanted device was thrown away, so it will not be returned.

Event description:
It was reported by the surgeon's office that the patient has been rubbing his device site and the generator is now extruding from the skin. The device was showing from a hole in the patient's skin, which was approximately 1 cm in size. The surgeon planned to remove the patient's vns generator and save the leads. He planned to make a new incision, evaluate lead position, unscrew the leads from the generator, and then tunnel over the shoulder and place a new vns generator intracapsular. The old vns generator would be removed, and the patient would be placed on long term antibiotics. Surgery took place on (B)(6) 2013. Follow up with the surgeon's office found that the patient was seen on (B)(6) 2013; however, the patient's mother had initially called about the incident two days prior, so the event was first observed on (B)(6) 2013. The vns generator was removed from the left anterior chest during surgery and was found to still be functioning. A new generator was implanted in the patient's back so that he would avoid any more patient manipulation and trauma. Per the nurse, the extrusion was caused by the patient rubbing the area. It was stated that the patient's mother confirmed this. In addition to the surgery, the patient was given antibiotics for intervention. Cultures were taken; however, they never grew anything. No other information was provided. The explanted device has not been returned.